Event description:
This lead was attempted to be implanted on (B)(6) 2012. It would not remain stable and after several attempts, the md chose a different lead. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).